Event description:
Provider was performing a procedure, or more specifically, dissecting tissue, when they noticed small black pieces inside the bladder. The provider removed the pieces and noted they came from the sheath that was used. The resectoscope sheath broke inside the patient's bladder. The provider was able to retrieve all the pieces that broke. There were no adverse events as a result of the issue including death, injury, or infection. Also, the procedure was able to be completed successfully. The instrument was sent to central and the charge nurse and central manager were notified of the incident. FDA safety report ID# (B)(4).